Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified. Patient demographics requested however not provided by the customer

Event description:
It was reported that a chemotherapy infusion was programmed at an unspecified rate, upon closer observation the user noticed a leak coming from inside the device. The device was removed and the medication taken to pharmacy to be re primed. The physician was notified for the 10 ml chemo that was wasted during the leak. Although requested, no additional event, patient or device information provided.